Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the time and date reset to default when the battery was removed from the pump for less than 24 hours. There was no indication that the product caused or contributed to an adverse event. This complaint is being ruled out based on the following: this issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen.

Manufacturer narrative:
This report was submitted in error. Time/date reset pis are ruled out because there was no indication that the product caused or contributed to an adverse event. This complaint is being ruled out based on the following: this issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen.